Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on non-sustained ventricular tachycardia episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.